Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found the lcd (liquid crystal display) lens and upper and lower cases broken. The ring bail is bent.

Event description:
It was reported that the external pulse generator (epg) had a broken display. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The epg was returned for repair.